Event description:
In four cases the facility is aware of, replacement batteries for zoll pd-1200 defibrillators overheated and failed. In one case, the heat melted the wire insulation resulting in a short circuit of the battery. Batteries failed in less than two months from date of the installation. Heat from the batteries was sufficient to melt and deform the battery door, requiring replacement. The problem was discovered when the defibrillators failed the daily functional test. In addition to the defibrillator failing to function, this is a possible fire hazard.